Event description:
Misalignment of the foil pouching during machine set-up of a production run resulted in defects in the test strip pouch integrity due to an incomplete seal. This can allow moisture and air to enter the pouch and can potentially lead to falsely high readings and test error messages.